Manufacturer narrative:
The initial reporter's facility name: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that between (B)(6) 2026, a professor at a (B)(6) performed stone removal surgeries, during which difficulties in stent placement were encountered. Due to departmental management process issues, defective products retained for several months, 3 affected units were collectively reported to the manufacturer at a unified time.